Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a hospital follow-up, it was found that the operative incision did not cauterize, and the pacemaker could be seen. The system was explanted, and anti-infective therapy was administered. The system was successfully replaced. The patient was stable.